Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced swelling from stomach to feet, infections, cellulitis, urine infection, blood in the urine, walking difficulties and chronic pain in legs, groin, lower back and stomach. At the same time the patient broke both legs, the brake sites on legs took months to heal and the patient had lichen disease. The patient is on pain medication and up all night with severe pain. No further information is available.